Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pad broke during impaction. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that during a total knee arthroplasty the pad was fractured during impaction. The fractured parts were removed from the patient wound. However, it cannot be confirmed all fractured pieces were removed from the patient's wound.

Manufacturer narrative:
The reported event was confirmed as product was received. Visual evaluation of the returned replacement impactor pad shows nicks and gouges on the superior side of the device. Additionally, three of the four tab features have fractured off. The fractured pieces were not returned. The ethcing on the superior side has worn off from use. Therefore, lot identification is not possible with this device. Dimensional analysis of both the thickness and diameter show that the returned device was conforming to specification. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.